Event description:
It was reported that a zero ml reservoir volume was reached. Low reservoir alarm occurred on (B)(6) 2012 and critical empty alarm occurred 14 days later. Eleven days later the pump was filled with saline. The pump was expected to be filled with drug 4 days later, but refill has not been confirmed. The device system was used to deliver an unknown drug at the time of the empty reservoir alarm. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).